Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing thresholds on the left ventricular (lv) lead had increased. It could not be confirmed if the lead was capturing as threshold was above the programmed output. The lead remains in use. No patient complications have been reported as a result of this event.